Manufacturer narrative:
(B)(6). (B)(4). We are in the process of evaluating this device. When our investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported the irrigation tube on the cool path catheter broke at the proximal end of the handle during an ablation procedure. The physician exchanged the catheter and continued the procedure with no consequences to the pt.